Event description:
It was reported that prior to implanting this device the device was checked with a programmer. The field representative checking the device did not exit shelf mode and pressed the 'cancel' button. After attempting to re-interrogation the device an error was seen and the device was not interrogated. Additional review was requested from technical services (ts). Ts discussed performing additional testing to determine the root cause of this issue. Ts noted that the issue could be related to a software incompatibility and a time zone issue. No adverse patient effects were reported.